Manufacturer narrative:
H6 - device code 1494: off-label use (age<21) should have been included. H3 - device evaluation: the lens was returned in a microcentrifuge vial, dry, with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications.

Manufacturer narrative:
H6- health effect- clinical code 4581: angle closure. H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault and angle closure with elevated iop. This explant resolved the problem cause of event was unknown.